Event description:
One patient sample with discrepant d dimer results. Known value of sample is >9.0 ug/ml. First result was 4.88 ug/ml. Sample was repeated and received correct result of >9.0 ug/ml. Patient sample was being run as a control sample, no adverse affect to a patient. The investigational unit was unable to determine a cause for the discrepancy as the issue was not reproducible.